Event description:
Additional information reported patient had a fall which resulted in high impedances leading to lack of effective therapy. Imaging confirmed the lead was fractured. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost right sided pain coverage due to high impedances on the lead. Surgical intervention may be pending to address the issue.